Manufacturer narrative:
The product was not returned for evaluation as it remains implanted. Lot number was not provided. A definitive root cause could not be established. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
Seaspine/orthofix became aware on 10 sep 2025 that one of the four meridian fixed angle screws that were implanted on (B)(6) 2025 had begun to back out. This issue was observed during post-operative patient imaging (exact date not provided). The initial surgery was performed on (B)(6) 2025 using the meridian 4-hole waveform a alpha system. No revision surgery is planned at this time. No patient injury was reported.

Manufacturer narrative:
Update to b3: date of event added update to b5: description updated with date the screw back out was observed.

Event description:
Seaspine/orthofix became aware on 10 sep 2025 that one of the four meridian fixed angle screws that were implanted on (B)(6) 2025 had begun to back out. This issue was observed during post-operative patient imaging on (B)(6) 2025. The initial surgery was performed on (B)(6) 2025 using the meridian 4-hole waveform a alpha system. No revision surgery is planned at this time. No patient injury was reported.